Manufacturer narrative:
Additional information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 where ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information had been requested but not yet received.

Event description:
It was reported that patients ipg is uncomfortable in the pocket. As a result, surgical intervention may be undertaken to address the issue.